Event description:
The customer returned the system with the following reported problems; low flows, low pressure, and liquid oxygen leaks out of the primary relief valve. During functional test, enough liquid oxygen leaked from the fill tube due to an improperly seated ferrule to potentially cause a serious injury if this event were to recur. This malfunction is consistent with the result of this malfunction. Co's service tech also reported that the flows and side cover b is cracked. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved MDR. None of these finding appear to be related to manufacturing processes, procedures, or specification.